Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the distributor contacted animas, alleging a audio tone/vibration (audio tone issue) issue; the patient reportedly cannot hear the continuous glucose monitoring alarms; they are much weaker than the other alarms in the pump. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/17/2016 with the following findings: on investigation, the pump powered on with fully functioning audio tone feature. No issues were found with the continuous glucose monitoring alarm tones. Investigation did not duplicate the alleged audio tone issue. Unrelated to the original complaint, a blue line through the display screen was noted.